Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges that the blade failed to operate consistently (light operating intermittently) when needed for an ICU patient. The specific condition of the patient could not be confirmed from the user facility.